Event description:
It was reported that during a surgical procedure at the user facility, the device was leaking water. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was leaking water. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported leak of water was not able to be duplicated by a manufacturer repair technician through visual inspection, however, a substance was confirmed to be found on the blade mount. The presence of fluid inside a device can lead to the reported event and can be caused by improper or non-recommended cleaning procedures.